Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two symfony intraocular lenses (iols) were implanted in the eyes of a (B)(6) year-old female patient during a bilateral surgery on (B)(6) 2017. Reportedly, a little over 2 months, post-op the lenses were giving a myopic shift. The patient¿s vision was reported being great for near as she was ok with working with the computer and reading; however, the distance vision was blurry and -2.75 ou (oculus uterque - both eyes). As a result of follow up additional information was received and both eyes are myopic -2.00. The surgeon would like to offer her an iol exchange on her dominant eye (unknown which eye is the dominant eye). Currently the surgeon is trying her with a pair of distance glasses. No further information was provided. This MDR is to record the lens implanted in the patient's right eye. A separate report will be filed for the lens implanted in the left eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.